Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the footswitch was causing the problem and needed to be replaced. No further repair information is available.